Event description:
It was reported by service report that the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Service rep was unable to locate bed, customer supplied with new power cord to install.